Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm device sensing issue based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. Further, no problem detected was selected based on analysis of the returned product. Analysis found no evidence of device defect or anomaly outside the bounds of normal medical use.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to an attempt was made to measure the intracardiac potential after connecting the alligator clip, but the intracardiac potential baseline of the pacing system analyzer (psa) was flat and could not measure neither pacing nor sensing. In order to confirm, the lead was taken to the ventricular side, and it was connected with an alligator clip, but the situation was the same. A new lead was replaced, and the procedure was completed. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to an attempt was made to measure the intracardiac potential after connecting the alligator clip, but the intracardiac potential baseline of the pacing system analyzer (psa) was flat and could not measure neither pacing nor sensing. In order to confirm, the lead was taken to the ventricular side, and it was connected with an alligator clip, but the situation was the same. A new lead was replaced, and the procedure was completed. No adverse patient effects were reported.